Event description:
The physician reported that there was a leak from the flexcath sheath. There was no patient injury.

Event description:
The physician reported that there was a leak from the flexcath sheath.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the flexcath shaft was intact with no apparent issues. The reported leak was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.